Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on the 4th and 5th proximal rows bunched, overlapping and lifted upwards from the stent profile. The stent moved distally on the balloon exposing the proximal balloon wall for 6mm and covering the distal markerband. A review of the associated batch records found the maximum crimped stent profile was measured. The crimped stent od at the undamaged portion was measured. The recordings are within the specification set. The product stent protector was not returned for analysis with the device however a review was done to the specified inside diameter of the stent protector. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 28 synergy" drug-eluting stent was advanced to treat the lesion. However, upon reaching the lesion, it was noted that the stent was deformed. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon reaching the lesion, it was noted that the stent was deformed. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.